Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation has shown that the handles for the torque limiter conform to specifications. The investigation determined that the root cause was construction due to the part being of an older design. However, this issue has been addressed and a previous internal action has been taken. A new design is available. The device history records were researched; the manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Torque lim attachment cannot connect. The two products that should connect will loosen and drops on the floor, prolonged surgery time while waiting for sterilization. This is report 2 of 2 for complaint (B)(4).